Event description:
It was reported that the right atrial (ra) lead exhibited elevated impedance and was fractured. On (B)(6) 2024, the ra lead was explanted and replaced. During the same procedure, it was noted that the left ventricular (lv) lead was also fractured. The physician was unable to access the coronary sinus (cs) and the lv lead fragment was left behind. The procedure was completed without further complications. The patient left the operating room in stable condition. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: mw5164861.